Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked on the lower right corner and the right plunger case was cracked. A review of the event history log identified force sensor bridge test error in the history. Functional testing was performed using multiple flow and occlusion test and the force sensor bridge test error was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger cable and force sensor as a preventative measure and replaced the damaged top case. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor issue and the case was broken. No patient injury was reported.